Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The out of regulation (oor) message displayed on the patient programmer. Also a standard image of four beams and an arrow up with stripes below displayed. The patient replaced the batteries in the patient programmer and the ins worked. However, when the previous programs were used the system displayed the oor message. The stimulation works but sometimes the patient needs to reboot. The patient was scheduled for device reprogramming on (B)(6). Additional information has been requested.

Event description:
Follow up information received reported that the patient was seen by the manufacturer¿s representative on (B)(6) 2013 at which time impedance measurements on the implantable neurostimulator (ins) showed contact #7 at >10,000 ohms. This contact was in program 1 which was used by the patient in their therapy. The patient was reprogramming to avoid contact #7.